Event description:
It was reported that the insulin pump had physical damage and keypad anomaly. Customer stated the insulin pump slid of the clip and fell into the tile floor. Customer stated it automatically leaves the bolus page and unable to enter information when she attempted to deliver bolus. Customer's blood glucose was 222 mg/dl. Customer stated that there was a crack on the screen at the bottom corner of the insulin pump. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.